Event description:
Account stated that bed would drift down, no injury reported.

Manufacturer narrative:
Technician found the bed had a slow drift due to bad manifold. Replaced the manifold to resolve this issue. Bed found in bed shop.